Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator is having an issue with excessive rain out in the exhalation corner and flow sensor which caused a periodical circuit occlusion. There is a patient involvement, the patient was only on the ventilator for 24 hours before the event happened. The patient was removed from the defective ventilator and was transferred to another ventilator. The reporter stated that there was no patient harm done.